Event description:
A facility reported an intraocular lens (iol) was noted to be scratched. The scratch was discovered after insertion. The iol was cut and removed during the same surgical procedure. There was no pt impact associated with this event.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other reports in this lot. There was no pt impact or injury associated with this report.